Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
It was reported the patient had a fall and experienced ineffective therapy. Lead diagnostics indicated high impedances. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report event of impedances issue was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.